Manufacturer narrative:
One video was returned for analysis. From review of the video, it was observed that the plastic port assembly was loose. Relevant documents and manufacturing process were reviewed and deemed adequate. The ultrasonic weld operation, visual inspection process, set-up of ultrasonic welder, and training records were reviewed; no discrepancies were found. Based on the evidence, the complaint was confirmed. The root cause was found to be from manufacturing as the lack of knowledge of the operation of the welding machine and lack of process controls in the ultrasonic machine.

Event description:
Information was received indicating that a patient receiving chemotherapy through a smiths medical deltec® proport ports implantable access system was noted to have extravasation. Withdrawal was effectively performed to verify that structural failure occurred at the level of the union at the base of the reservoir and that it easily unclogs. The port was left in place and chemo has been continued via peripheral IV route. There were no further reported adverse effects.